Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements and undersensing. It was determined that the lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.